Manufacturer narrative:
H3 product analysis: drawing(s) referenced: dwgs105-5096-000 rev. Ag as found condition: the apollo catheter was returned for analysis within a shipping box, an opened apollo catheter outer carton (lot-d026545), and within an opened apollo catheter inner pouch (lot-d026545). Damage location details: no damage was found with the apollo catheter hub, although the hub was found to be occluded with solidified onyx. No damage was found with the catheter body; however, solidified onyx was found on the outer surface of the catheter body (middle segment). The distal shaft was found to be in good condition; in addition, it was found to be occluded with solidified onyx. The apollo detachable tip was found detached from the distal shaft. The detached tip was not returned. No other anomalies were observed. Testing/analysis: the ldpe overlap was measured to be 2.2mm, which was found to be within specification. (Specification: 1.0-2.5mm) conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was able to be confirmed, as the apollo catheter was returned with the detachable tip detached and not returned; in addition, the distal shaft was found to be occluded within solidified onyx. A few possible causes of premature tip detachment to occur are patient vessel tortuosity and/or incompatible products; however, the likely cause of the tip detachment could not be determined. As no detachable tip was returned, no further assessment was able to be processed. Any contribution the detachable tip had towards the detachment could not be confirmed. The condition of the tip was unable to be verified. The report mentions that ¿ injection waiting time was about 5-20 seconds, and there was onyx reflux.¿; in addition, the report notes that ¿the apollo tip is embedded in the onyx cast. ¿. The reported cerebase sheath, envoy guidewire, and chikai guidewire used in the procedure were not returned. Any contribution these devices had towards the detachment was unable to be processed. The condition of any of these devices were unable to be determined. Compatibility could not be assessed, as no lot numbers or reference numbers were provided for these devices. All devices were prepared as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo catheter tip detached prematurely while injecting onyx 18. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm) with a 4.2mm right internal carotid artery access vessel. It was noted the patient's vessel tortuosity was moderate. It was reported that while injecting onyx 18 in the nidus after few injections, it got detached. As per doctor, there was no excessive pressure applied. Hence, catheter was removed and case was done with another apollo 3 cm. The catheter tip detached prematurely while injecting the onyx 18. There was no force applied during removal. There was also not any friction or difficulty during the injection. No surgical or medical interventions were required or vasospasm. During the procedure the physician paused the injection for approximately 5 to 20 seconds. The injection waiting time was about 5-20 seconds. There was onyx reflux and the amount was 2.5 cm. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a cerebase sheath, envoy guidewire, chikai guidewire, onyx 18 liquid embolic.

Manufacturer narrative:
B5: additional information added to event summary. Ime change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the detachable catheter tip was left in the patient as it got detached. The apollo tip is embedded in the onyx cast. There are no future plans to retrieve the catheter tip. The anatomical location of the apollo tip is the distal middle cerebral artery (mca). There was no kink or damage noticed on any of the devices. The cause of the premature detachment was not determined.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient is doing well and is currently asymptomatic.